Manufacturer narrative:
No sample was returned because the device was discarded; therefore, the reported event could not be confirmed by evaluation. The device history record review was not performed because the lot number is unknown.

Event description:
It was reported that "pressure measurement was inaccurate during use. It indicated minus value." Device was discarded at the hospital.